Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during cataract surgery, the intraoperative aberrometer suggested an intraocular lens (iol) different than the pre-operative plan that left the patient two and a half diopters over corrected based on intraoperative measurements. The doctor removed the iol and implanted the originally planned iol during the initial procedure. Additional information has been requested.